Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on 02-may-2019. The most recent information was received on 08-may-2019. This spontaneous case was reported by a consumer and describes the occurrence of device allergy ("allergy to essure") in a 42-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2017, the patient had essure inserted. In 2017, the patient experienced device expulsion ("first implant fell into my uterus"). On an unknown date, the patient experienced device allergy (seriousness criteria medically significant and intervention required) with asthenia, arthralgia and tendon pain. The patient was treated with surgery (four surgeries, essure removed on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the device allergy and device expulsion outcome was unknown. The reporter provided no causality assessment for device allergy and device expulsion with essure. The reporter commented: patient¿s current conditions: sick leave (more than 8 months of sick leave). Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 8-may-2019: quality safety evaluation of ptc. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We have conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of device allergy ("allergy to essure") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2017, the patient had essure inserted. In 2017, the patient experienced device expulsion ("first implant fell into my uterus"). On an unknown date, the patient experienced device allergy (seriousness criteria medically significant and intervention required) with asthenia, arthralgia and tendon pain. The patient was treated with surgery (four surgeries, essure removed on (B)(6) 2019). Essure was removed on (B)(6)2019. At the time of the report, the device allergy and device expulsion outcome was unknown. The reporter provided no causality assessment for device allergy and device expulsion with essure. The reporter commented: patient¿s current conditions: sick leave (more than 8 months of sick leave) . Further company follow-up with the regulatory authority is not possible. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.